Manufacturer narrative:
Evaluation of the product confirmed the presence of a leak from the small chamber perimeter seal. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA. Regulatory report number (B)(4).

Event description:
A report was received on 24 apr 2024 from the health systems professional at a critical care facility who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. There was no adverse impact to the user or patient.